Event description:
Event description guidant received information that the patient was lost to follow-ups for a year. At a device check the implantable cardioverter defibrillator (ICD) noted a loss of telemetry despite the use of several programmers, telemetry wands, etc. Tones could not be obtained with a magnet application. The ICD was removed and is being returned to guidant for analysis.